Manufacturer narrative:
A lot code search could not be generated for quality review; consumer did not provide a lot code. Based on the information available, there was no malfunction with the potential to cause a serious injury.

Event description:
This spontaneous report (B)(4) from the united states of america was reported by a consumer and concerns a patient (age and gender unspecified) who while brushing experienced heads come off and leak water into the battery compartment and down my arm while using a and h spinbrush pro plus gum health. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient initiated a and h spinbrush pro plus gum health to brush (batch number: not provided). The patient noticed heads come off while brushing and leak water into the battery compartment and down patient's arm when the patient brush teeth. As per the pcrc reportability, a lot code search could not be generated for quality review as consumer did not provide a lot code. Based on the information available, there was no malfunction with the potential to cause a serious injury. Action taken with a and h spinbrush pro plus gum health and the outcome of the event was not applicable.